Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 3/18/97 in site #22 (class ii bone) during a routine procedure. The clinician reports that the pt experienced trismus post implant placement which he felt was unrelated to implant placement. Oral physio-therapy was necessary to improve the pt's range of motion of the jaw. The clinician also reports that he thought the implant was loaded during the critical period of osseointegration. The clinician relieved and lined the lower denture with a tissue conditioner. The opposing arch was an implant retained maxillary denture. The implant was removed on 5/27/97.